Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to show an "upstream occlusion (uso)" alarm several times. The cause of the customer reported problem was the uso sensor and downstream occlusion (dso) sensor. The manufacturer representative replaced the dso and uso sensors, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was alternating displays of "reserve and upstream blockage" occurred during operation, making inspection impossible. This occurred during infusion with an infusion, and there was no patient harm or adverse event reported.